Manufacturer narrative:
Initial and final MDR 1894924 - device 2 of 2. Patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with 2 infusion sets that came off as the patient came out of shower. No further information available.